Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient had experienced a change in clinical attitude over the past month. The patient was referred for x-rays. X-rays were sent to manufacturer for review. X-rays did not identify an obvious cause of the high impedance. Further follow-up revealed that the patient experienced an increase in seizures and surgery is planned. Surgical intervention has not been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.